Event description:
Reference number (B)(6). Event occurred in the united states. It was reported that patient faced three infusion set cannula crimped event on (B)(6) 2024. The event occurred three or more hours after insertion. The insertion site was abdomen. The infusion set was in use for 8 hours. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3.